Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch report attached: mw5166812.

Event description:
User facility medwatch report #: mw5166812 was received that states: "describe event or problem: as reported by the (B)(6) field clinical specialist, a successful implant of a sapien 3 ultra resilia valve in the aortic position was performed. A perclose failed and the patient was treated with a viabond stent of the common femoral artery. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."